Event description:
It was reported that the keypad buttons were intermittently unresponsive. A distributor reported that the pt has to press several times on the audio bolus button to obtain a response.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the bolus button was intermittently unresponsive to button presses. There was evidence of keypad adhesive found under the bolus button key contact.